Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that four sensors without the electrode. The customer¿s blood glucose was unknown time of incident. The customer reports that that the electrode didn't stay inside the body. The sensor will not be returned for analysis.